Manufacturer narrative:
Concomitant medical products: estimated event dates. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of occlusion and pain are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device is being filed under a separate medwatch report number.

Event description:
Event was received via twitter stating, "#cardiotwitter from archives this angio done post #impella removal with two perclose used. Pt had no distal pulse & mild leg pain. What would you do?!" The patient was outcome was reported to be good at that time. No additional information is available.